Event description:
Pt's pacer replaced. Record states pt had an infected pacer pocket at time of insertion 18 months ago. Underwent revision of lead a month ago. Wound looked good for 2 weeks then developed a pustule. Pt treated with oral keflex. Pt agreed to have pacer removed and switched to left subclavian site. Also see 1006457, 1006459.